Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
Seven weeks post implant of a patient's evoke spinal cord stimulation (scs) system, the patient experienced an infection and their wound reopened. The infection is being treated with topical and oral antibiotics.

Manufacturer narrative:
The device remains implanted. There is a risk of infection with any surgical procedure. Infection is a potential risk identified in the manufacturer's instructions for use (IFU). The manufacturing records specified above were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
It was further reported, the patient's wound has healed.